Event description:
It was reported that this system exhibited high thresholds and pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. A revision procedure was performed and the system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our boston scientific post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead had been severed and the terminal section was not returned. Calcium was identified on the lead tip and distal shock coil which resulted in the high impedance and threshold measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited high thresholds and pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. A revision procedure was performed and the system was explanted. No additional adverse patient effects were reported. It was reported that the helix on this lead could not be retracted at the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our boston scientific post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead had been severed and the terminal section was not returned. Calcium was identified on the lead tip and distal shock coil which resulted in the high impedance and threshold measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited high thresholds and pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. A revision procedure was performed and the system was explanted. No additional adverse patient effects were reported.